Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during the implant procedure, the right ventricular lead could not be implanted due to a loose connection with the pacemaker. The lead was replaced. The patient was stable after the procedure.